Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The cause of elevated bg was not provided. Subsequently, customer was hospitalized. Reportedly, health care professional recommended reverting to manual injections for insulin therapy. Tandem technical support attempted multiple follow ups with the customer, however, no response was received.